Manufacturer narrative:
The customer initially reported a service code and weak audible prompts, review of the AED's internal log files determined that service code was related to a potential low battery condition. The logs also identified that the battery pack was measured at a critically low state and the AED was reporting a replace battery pack now warning. Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer also reported the AED auido was weak. The customer did not report this occurring during patient use.